Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "motherboard failure" for excelsius gps engineering evaluation could not identify a root cause as case logs from the system were not submitted for review. A work order was created to dispatch a field service engineer onsite and replace the computer module. The system was confirmed to be functional afterwards. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
Egps performed a case perfectly today then was powered down. 45 minutes later it was powered back up to load a scan but would not power up. Battery light was cycling ,yellow information ring was on, no sync monitor warning comes up but nothing appeared on the screen. We have rebooted multiple times changed power supply point multiple time and francesco believes it to be a computer failure and that the computer needs to be replaced.